Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during initial drain. The baxter technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to recycle the hc. Se 2367 occurred. The tsr informed to start over with new supplies. The hp followed the instructions and the hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the user error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).